Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 3.5 months after the dental implant and 4 unit denture were placed in type ii bone in ada site 4, the implant lost osseointegration. A bone graft was placed. Clinician reports peri- implantitis, pain, mobility and a bio-mechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 3.5 months after the dental implant and 4 unit denture were placed in type ii bone in ada site 4, the implant lost osseointegration. A bone graft was placed. Clinician reports peri- implantitis, pain, mobility and a bio-mechanical overload. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.